Event description:
In 2009, the pt reported that her insulin infusion set tubing came loose from her infusion device during basal delivery. As a result, she said she noticed air bubbles in the tubing and experienced blood glucose readings ranging from 112-550 mg/dl. Her target reading is 120 mg/dl. She said she was sleeping when the tubing became disconnected from her device and she may have rolled over on the tubing which caused it to disconnect. She stated she changed her tubing, primed and reconnected to her device and bolused insulin to treat her readings. Her most recent blood glucose reading was 492 mg/dl. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.